Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump errors were noted during testing. However, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Pump error 4 alarm (file number = 32010, line number = 2725) is found in the pump history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received multiple pump error. The customer¿s blood glucose level was 193 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer does not pass the self test. The device will be return for analysis.